Event description:
Consumer reported complaint for error messages (unknown). The customer was not feeling well at the time of the call and reported having symptoms (undisclosed); customer was unsure if they were related to her diabetes. Customer stated that she had gone to urgent care the night before; customer did not provide any details. The test strip lot manufacturer¿s expiration date is 12/31/2023 and customer could not recall the open vial date. Customer stated that she has had the true metrix go meter for a long time and could not remember how to use it. Manufacturer reviewed with the customer how to use the true metrix go meter.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes and customer seeking medical intervention at urgent care (no details provided). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer unable to perform follow-up calls to customer to ensure the customer's condition had improved and that the initial concern is resolved - contact information for customer was not provided.